Event description:
Related manufacturer reference number: 2017865-2023-04329. It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker and an unknown lead exhibited low pacing impedance. No intervention was performed. The patient was stable.